Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify failed battery test alarm, battery out limit alarm, low battery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that battery was lasting less than three weeks. Customer was advised that the average battery life was about one week. Troubleshooting was performed and it was found that battery compartment and spring were corroded. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.